Event description:
It was reported that the patient with the right atrial (ra) lead has been unable to lie on the right side due to a stabbing sensation in the chest. After visiting a cardiologist and undergoing an echocardiogram, the patient was informed that one of the leads may not be properly attached and could be causing the symptoms. At this time, this ra lead remains in service. No adverse patient effects were reported.